Manufacturer narrative:
The lead was repositioned. This information was reported in the articles zartner pa, handke rp, brecher am, schneider mb. Integrated home monitoring predicts lead failure in a pacemaker dependent (B)(6) girl. Europace 2007;9: 192¿3 and zartner pa, wiebe w, toussaint-goetz n, schneider mb. Lead removal in young patients in view of lifelong pacing. Europace. 2010 mar 10.

Event description:
Boston scientific crm received information from clinical literature concerning 28 leads that required explant due to growth of pediatric patients. Dislodgements and increased threshold were reported in the study. Seven boston scientific fineline leads were explanted in the study. This right ventricular lead had dislodged. No adverse patient effects were reported.